Manufacturer narrative:
Findings: reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test per dop 114-830. Sensor failed per specification due to high readings.

Event description:
It was reported that the customer had low blood glucose levels of 37 mg/dl. The customer treated with food. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the insulin pump had a sensor glucose reading of about 147 mg/dl where the actual blood glucose level was about 37 mg/dl. Troubleshooting was done. The customer also reported a calibration error alert and a bad sensor alert from the insulin pump. No additional information was provided.